Manufacturer narrative:
Investigation was performed and the results are following. Arjo representative, who performed device evaluation after event, found no technical deficiency within the system. Both sara flex and sling were up to manufacturer's specification. The sara flex device is an active floor lift. This means that the patient shall have an active participation in the transfer process - from raising the resident to the standing position, up to the transfer with the lift. In other words, the intended user group as indicated in the device labelling should be mentally and physically capable of at least partial standing and stability. In case of a reported event, during transfer, the patient released the handle, lost her stability and collapsed, what lead to slipping out of the sling. Based on the instructions for use (04.kl.00.en rev. 3), should hold the support grips during the transfer, which allow maintaining the patient's stability during the transfer. Additionally, the safety instructions in the above-mentioned document includes information regarding the intended use of the sara flex: "warning to avoid injury, a full clinical assessment of the patient's condition, and suitability must be carried out by a qualified personnel, before attempting to use sara flex." "Warning to avoid injury make sure the patient is participating. If not, consider to end the transfer, return the patient to a sitting position and reevaluate the choice of equipment." Sara flex is designed to support patients and temporary loss of stability will not lead to slipping out of sling when the instructions for use guidelines are followed. Based on product knowledge, simulation tests and review of previous complaints, there are few additional factors identified that need to occur in combination to contribute to patient's fall, inter alia: the person's arms not placed outside of the sling. According to active sling instructions for use (IFU, version number 04.sf.00-int1 rev. 4), before the transfer the caregiver shall make sure that the resident's arms are outside the sling and the support belt is properly positioned. Improper sling size; according to the IFU: "to avoid the patient from falling, make sure to select the correct sling size according to the IFU." Although the sling size depends on the patient's body shape and other factors, size table states that for the patient weighing 96 kg sling size l or ll would be more appropriate than m (as used during the unfortunate transfer). It should be mentioned that according to medical history of this patient, former falls were known. Based on the above, it can be concluded that the patient lost stability at the time of lowering, which consequently led to the serious injury. This could indicate that she could have been not properly assessed for the transfer with sara flex. Although there was no technical failure found with the device, it was being used for patient's transfer at that time and played a role in the reported event. When the instruction for use is followed and the professional assessment of the patient before the transfer is provided, there is very low possibility of any potentially risky situation to occur. In a light of information regarding x-ray refusal, it remains unknown how the unfortunate transfer has contributed to the patient's death. The complaint was reported to competent authorities due to patient's fall related to arjo active floor lift and sustained serious injury.

Event description:
On 2019-jul-10 arjo was made aware of the event that took place on (B)(6) 2019 in (B)(6). Based on the information shared by the customer facility, during lowering the resident, she released one of the handles and leaned towards the sara flex lifting arm. Subsequently, the resident collapsed and slid out of the sling to the floor. The caregiver was able to support the resident and reduce speed of the fall. During this fall, the resident abraded with her right shoulder at the toilet. Afterwards, she mentioned pain in the area of her right shoulder, but refused medication as well as x-ray examination. The resident was hospitalized on (B)(6) 2019 and passed away 11 days later. According to facility staff, the resident sustained fractures of several ribs. One rib punctured the lung. It was indicated by the caregiver that the resident was buckled in with the legs safety straps as well as the sling.